Event description:
It was reported the patient¿s catheter had kinked ¿once¿ when she first had the device implanted, back ¿2008 or 2009¿. It was confirmed the catheter was ¿repaired¿. No further information was provided and the type of medication being delivered via the device system at the time of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).